Event description:
During service of the enterprise 8000x bed performed by arjo field service engineer, it was observed that one of the foot side rails was partially detached. The locking mechanism was damaged causing the side rail could not be locked in the upper position, some screws holding the plastic panel were ripped off. There was no indication regarding patient involvement. No injury was claimed.

Manufacturer narrative:
The review of post-market surveillance data revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the bed frame condition, confirmed by the arjo representative¿s evaluation. The instructions for use for enterprise 8000x (746-585-en) a preventive maintenance activity to be performed daily by the caregiver "check operation of side rails." Arjo device failed to meet its performance specification since the side rail panel detached partially from the side rail mechanism. There was no allegation of any patient involvement. The complaint decided to be reportable due to the side rail partial detachment.

Manufacturer narrative:
The process of gathering and analysing information is ongoing. The results will be provided to the follow-up report.

Event description:
Following information gathered, the side rail detached partially from the bed's frame mechanism. There was no indication regarding patient involvement. No injury was reported.